Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message upon powering up" was confirmed based on review of the archive data and during functional testing. The root cause was due to the defective drive train motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in april 2011, and it is 9 years old, well beyond its expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message; thus, confirming the reported complaint. The investigation findings revealed that the drive train motor brake assembly air gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drive train motor shaft dimple locking well and caused the brake to disengage. The drive train motor was replaced to address the ua139 error. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective drive train motor assembly including the clutch plate was replaced to remedy the system error issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was successfully used to resuscitate a patient in cardiac arrest. Back at the station, when the crew tested the autopulse platform to put it back into service, the platform displayed "system error, out of service, revert to manual CPR" error message upon powering up. The crew pressed the on/off and the orange stop/cancel buttons simultaneously to get to the main menu to clear the error message; however, the attempts were unsuccessful and the issue was not resolved. No patient involvement.